Manufacturer narrative:
H11: h2: corrected information in h6: health effect - clinical code and impact code h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Due to insufficient product identification information, a manufacturing record review, sterilization records review, complaint history review, instruction for use review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that although the part number is presented as an unknown patient positioner, according to the documentation provided, the s&n 72200631 perineal post and the 72200634 perineal pad supine were used along with the 72201725 supine table attachment (a2) with pad. However, these products are indicated for use with supine procedures rather than lateral hip procedures as indicated in the documents provided. It cannot be assessed how these products would be used with a lateral hip procedure as it is not part of that positioning configuration and therefore its contribution to the alleged injuries sustained by the patient cannot be concluded. Nor could we rule out excessive pressure or prolonged traction as contributing factors to compromised tissue perfusion, leading to ulceration, sensory loss, and scarring. Therefore, a procedural variance in the selection and use of the combination of the patient positioning devices could not be ruled out. The cause of the rtha, dislocation, l3-l5 decompression during the surgical fusion and acetabular dysplasia is multifactorial. The acetabular dysplasia likely contributed to the need for tha and possibly the dislocation. The lumbar fusion likely increased the risk for tha dislocation, but it was not directly caused by the acetabular dysplasia. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Event description:
It was reported that prior to a hip arthroscopy with osteochondroplasty and labral tear repair, the patient had persistent symptoms in her right hip and was diagnosed with femoroacetabular impingement. The patient underwent surgery on (B)(6) 2023 using a smith and nephew traction table. Immediately after surgery, the patient experienced abdominal pressure, an urge to urinate, and perineal pain. Upon inspection, the entire perineal area was blue, red, edematous, with an abrasion on the right inner thigh. The doctor prescribed antibiotics and cream for symptom relief, and the patient was discharged on (B)(6) 2023 with extreme discomfort, pain, bladder control issues due to burning, vulvar lacerations, labial scarring, perineal sensation loss, and severe hip and back pain. On (B)(6) 2023, the patient consulted a gynecologist and received intravenous antibiotics, pain relief medication, ointment, and a continuous indwelling catheter. While perineal pain improved, right hip and back pain persisted. The patient was advised to continue rehabilitation and underwent an MRI on (B)(6) 2023. A manipulation under anesthesia and infiltration followed on (B)(6) 2023. Minimal improvement was noted during a follow-up on (B)(6) 2023. A second opinion confirmed right acetabular dysplasia, leading to a right total hip arthroplasty on (B)(6) 2023, with physiotherapy recommended for back pain. On (B)(6) 2024, the patient underwent a revision right total hip arthroplasty after a dislocation while standing. Subsequently, an l3-l5 decompression and transforaminal lumbar interbody fusion were performed on (B)(6) 2024. During a follow-up scheduled for on (B)(6) 2024, the patient was advised not to resume work and to continue medication and physiotherapy.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.